Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised for painful right tha with existing metal on metal prosthesis and synovitis. Operative notes reported that the synovium was very dark brown and yellow hued in color. There was some black staining both on the trunnion and within the head, and a slight yellow fibrous tissue was present. In the anterior area of the acetabulum there was a bony overgrowth. Doi: (B)(6) 2009; dor: (B)(6) 2016; right hip.